Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k021819.

Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing a power issue with her one touch ultrasmart meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that she could not recall when the alleged issue with the subject meter not turning on began. She stated that she manages her diabetes with pills, diet and/or exercise and due to the alleged issue she denied making any changes to her usual diabetes management routine. The patient also denied developing any symptoms due to the alleged issue. The patient reported on an unrecalled day, in the "evening" she was in the emergency room where her blood glucose was tested and a "very high" result was obtained (could not recall results). She stated that she was treated with "some kind of shot IV fluid". During the initial call with customer service, the agent noted that the patient was using the correct test strips, there was no information of misuse of the device and the batteries were not due for replacement. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.